Manufacturer narrative:
The reagent lot number is 81606001 with an expiration date of 30-sep-2025. The qc was acceptable. The field service representative performed checks and found that the sipper nozzle for the measuring cell was worn. He replaced it and performed adjustments. He cleaned the cleancell and procell bottles, cleaned the incubation disk, and realigned the black tube. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys ft4 IV results for 2 patient samples on a cobas e 602 module. Patient 1: the initial result was 2.79 ng/dl. The sample was repeated on another module, and the result was 1.14 ng/dl patient 2: the initial result was 2.50 ng/dl. The sample was repeated on another module, and the result was 1.05 ng/dl.